Manufacturer narrative:
Continuation of d10: product ID 8780, serial#(B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for spinal pain. It was reported that the patient had loss of therapeutic benefit. The patient rep stated that the pump worked for about a month after it was implanted and then it stopped helping the patient. They thought the pump in addition to the regular pain meds would help but it did not. They added that the patient was in excruciating pain. The patient had to be put on hospice at the beginning of july because of how bad the pain had been for the last 3 years. The patient rep stated in hospice they upped their oral medication by one pill and it helped the patient "come back" and was themselves again. The patient rep stated they did not think that there was an issue with the medtronic pump, they thought the catheter was not where it was supposed to be and they did not think it was delivering where it was supposed to. The patient was due for a refill soon; however, healthcare provider (hcp) was not returning their calls and the patient could not go their facility for a refill. The patient rep also mentioned the patient was in the hospital with sepsis and the doctor came and refilled the pump at that time.